Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant: d224vrc implantable cardioverter defibrillator, (B)(6) 2009, (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due to no longer being needed. The lead subsequently tested out of s pecification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.